Event description:
It was reported that this right ventricular lead exhibited a shock impedance measurement of greater than 200 ohms. It was noted that the patient has an epicardial patch. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).